Event description:
During the cleaning process following a case, a retained hemostasis clip dislodged from the scope. Since the preceding case did not involve the use of hemostasis clips, a thorough analysis was completed. The review determined that the clip had been retaining from a previous case, despite cleaning and high level disinfection in accordance with manufacturer specifications. The endoscope was sent to tenacore for inspection and repair. No defect was identified on external inspection, however, internal inspection revealed the bending section of the forcep channel had buckled allowing for the clip to become lodged within the channel. This scope was repaired. Neither patient was adversely impacted by this event.